Manufacturer narrative:
Evaluation revealed the long nail kit and the distal targeting device to be the subject products. No further associated products were reported. A review of the device history records revealed no discrepancies. Deficiency in material or manufacturing was not found. The received long nail showed no signs of use. A visible damage could not be found. A pre-surgical functional test was performed on the long nail received. All drill holes were passed by the drill without any contact to the nail. The function of the long nail was found to be fully given. The reported event could not be confirmed or reproduced. A physical examination of the distal targeting device could not be carried out as the device was not returned by the customer. According to the customer the function of the distal targeting device was confirmed to be fully given when implanting the other gamma3 nail. Based on the above facts the root cause was not related to a deficiency of the devices, but was rather linked to a sub-optimal intra-operative procedure by the customer. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During g3 long nail surgery, the surgeon did the calibration of the distal screw hole of the nail by dts. However, the drill bit contacted the distal screw hole of the nail. Therefore the surgeon changed the g3 nail to another g3 nail. And finished the surgery without problem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During g3 long nail surgery, the surgeon did the calibration of the distal screw hole of the nail by dts. However, the drill bit contacted the distal screw hole of the nail. Therefore the surgeon changed the g3 nail to another g3 nail. And finished the surgery without problem.